Event description:
It was reported that intermittently the battery gauge was fluctuating. Customer's blood glucose was 115 mg/dl. Customer charged battery; however, the gauge continued to fluctuate. Customer reverted to using manual injections for insulin therapy.